Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 that due to motor fluctuations, a gastroenterological consult was recommended in order to check the tubes for the patient. The physician reported that on the distal end of the intestinal tube a bezoar was found. Both the peg and the j tubes were replaced. The patient was not hospitalized. The event is recovered and the treatment was not interrupted.